Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no similar incident reported from this lot. Based on all available information, a cause for the reported single leaflet device attachment/slda could not be determined. Additionally, the reported dyspnea and tissue damage resulting in mitral regurgitation (mr) appears to be due to slda. The reported patient effects of mr, dyspnea and tissue damage are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization was result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional clip delivery system device referenced is filed under separate medwatch report numbers.

Event description:
This is filed to report single leaflet device attachment/slda, prolonged hospitalization, and tissue damage it was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr). On (B)(6) 2021, one xt clip (00818u161) was successfully deployed, reducing mr. Then on (B)(6) 2021, the patient was readmitted with shortness of breath. It was discovered that the clip became detached from the posterior leaflet but remained attached to the anterior leaflet (single leaflet device attachment/slda). It was noted that the posterior leaflet tore, worsening mr. Additional treatment was attempted with an xtw clip. However, during preparation of the clip delivery system (cds 00921u156), one gripper arm would not fully lower. The gripper would stop mid-way. Therefore, the cds was not used in the patient. The procedure continued with a second clip. The second clip was deployed fine. A third cds (01005u102) was selected for use to further reduce mr. The cds was advanced to the mitral valve, but the clip could not grasp both leaflets. The cds was removed with the clip attached. The procedure ended at this point. One additional clip was implanted, reducing mr to 3-4.there were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.